Manufacturer narrative:
Philips service performed a cold restart, resolving the issue and returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start at 'system starting 0:00' on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.